Event description:
Received report while the end-user was operating a smartdrive mx2+ with speed control dial, after having rotated the dial back into the neutral/stand-by position the device reportedly continued to drive at a low rate of speed which allowed the end-user to collide with a bystander who reportedly lost their balance and fell. Report claims the bystander sustained an injury requiring medical intervention to address.

Manufacturer narrative:
Report claims when the end-user rotated the speed control dial back into the neutral position to stop the motor on the smartdrive device, the motor reportedly stopped for a couple of seconds and then was reported to continue a drive command at a low rate of speed. Report claims the end-user impacted a bystander who fell and reportedly sustained a fracture to the malleolus bone in their foot. At this time permobil is unable to confirm a product malfunction had occurred as reported. Suspect component is being returned to permobil ab for further evaluation. When any new information is received, a follow-up report will be submitted. The DHR was reviewed, and device was found to have met specification prior to distribution.